Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the attachment device had become unusually warm. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the bearings of the attachment device were damaged. It was noted that parts of ball bearings were missing, the front cone was worn, the bearings were worn out, and the tool cannot be mounted. The assignable root cause was determined to be false construction/design. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Please note that the device availability was inadvertently documented as sep 26, 2017 in the previous medwatch report. Please note that the correct return date is oct 23, 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The following information was inadvertently omitted from the first supplemental medwatch report. It was reported from the service center in (B)(6) that the device failed pretest for temperature, vibration, cutter insertion, lock operation, visual assessment. Upon further evaluation it was determined that the reported condition of the device becoming unusually warm was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the unit failed the cutter insertion assessment and the nose tube was had flared out. The root cause of this condition was determined to be component damage caused by user error. During repair it was observed that the bearings were worn out and loose creating a situation where the cutter is not able to be inserted. It was determined that this condition was due to the bearings no longer being in axial alignment and not allowing the cutter to pass through. The root cause of this condition was determined to be component damage caused from normal use and servicing over time, the failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch report will be submitted accordingly.